Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. Upon interrogation, there were low amplitude and loss of capture (loc). The patient heart rate was at 34 bpm. The patient received inappropriate shock due to noise. Subsequently this lead was explanted and successfully replaced. No additional patient adverse effects were reported.